Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The medical records have not been provided at this time. The report does not identify a specific device issue and no product was returned for evaluation. Based on the currently available information, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the patient: (B)(6) 1999 - a bard composix mesh was used to repair the patient's hernia defect. On (B)(6) 2008 - the patient's bard composix mesh had failed. On (B)(6) 2008 - the patient underwent to explant the mesh. The attorney alleges the patient experiences abdominal pain and discomfort after the composix mesh implant. The patient was seriously and permanently injured. The patient has suffered and will continue to suffer physical pain.